Manufacturer narrative:
(B)(4). Visual inspection of the partial lead found external abrasion breaching the sheath with intact silicone insulation beneath at 8.3 cm to 8.6 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
Related manufacturer report number: 2017865-2022-07974; related manufacturer report number: 2017865-2022-07975. A patient's implantable cardioverter defibrillator, right ventricular (rv) lead, and atrial lead were received. Return documentation indicated the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The reported event of unknown death was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external abrasion breaching the sheath with intact silicone insulation beneath at 8.3 cm to 8.6 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
Correction: d6b - date of explant was not previously reported.